Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on 2024-04-04. Data for the described event date of 2024-04-14 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-04-13 at 9:27am. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No evidence of ilet malfunction was found in the engineering logs. Review of the ilet report shows cgm glucose was in range overnight until a mild hyperglycemic excursion for about 3 hours with a peak cgm glucose of 241 mg/dl. The described low event had occurred following a cartridge change operation at 6:40 am. Cgm glucose began to decrease at a rate of at least 2mg/dl per minute and the ilet paused insulin delivery requests when cgm glucose was 109 mg/dl. The cgm glucose went below range for an hour, with a total of 45 minutes spent less than 54 mg/dl. The ilet did not make any requests throughout the low event and did not resume basal requests until after cgm glucose was at least 100 and not decreasing. All cgm glucose alerts were found to have been triggered appropriately. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report and device logs, the ilet operated as intended by decreasing and suspending insulin and triggering alerts in response to falling and low cgm glucose values. Review of the days prior to the event shows patterns of early morning mild hyperglycemic excursions similar to the one experienced on the event date, and similar insulin dosing that did not result in hypoglycemia.

Event description:
On 4/16/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 4/14/24. On 4/16/24 the cds followed-up with the user about the low bg event. The user reported they have a history of requiring glucagon routinely prior to starting the ilet. However, the user has needed glucagon twice in 2 days, sunday 4/14/24 around 8am and monday 4/15/24 about 8pm. The user is not aware of any contributing factors leading to these low bg event. The user reported no change in activity. The user stated their cgm glucose was reading low but did not report an exact value. The user required assistance from their mother to give a glucagon injection as they could not treat themselves. No other health effects were reported. The user's healthcare provider (hcp) reported the user has a history of severe hypoglycemic events requiring glucagon "routinely" prior to using the ilet. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 4/14/24. A medwatch report detailing the second low bg event on 4/15/24 is submitted on MFR report #: 3019004087-2024-00132.